Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated twice. During the first inflation, the balloon was punctured at 4 atmospheres after being inflated for 5 seconds. The patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm maverick²¿ balloon catheter was selected. During preparation, the device was tested by inflating the balloon. Balloon puncture was noted. The number of inflations and to what atms is unknown. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. No damage or irregularities were noted on the balloon, markerbands and proximal bond. Microscopic examination of the shaft reveal a 3mm tear in the shaft material at the guidewire exit notch. The tear in the shaft may be consistent with interaction with the product mandrel or flushing needle. The device was inflated to the rated burst pressure (rbp); however, water leaked from the tear in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon was inflated twice. During the first inflation, the balloon was punctured at 4 atmospheres after being inflated for 5 seconds. The patient's status was stable.